Event description:
As reported to medtronic, police officers shot the patient with a taser. The patient began to convulse; officers checked the patient and found the patient had a very weak pulse and was not breathing. A device was attached to the patient and indicated connect electrode; reference medwatch report #3015876-2006-00245. This device was the back up device placed on the patient. The device indicated connect electrodes and use of the device inhibited. The defibrillation electrodes were replaced. The device then indicated no shock advised. The als providers arrived on scene and continued care to the patient. The patient was not resuscitated. Medtronic clinical staff evaluated the patient record and determined defibrillation was not indicated based on the ECG rhythm.

Manufacturer narrative:
Medtronic continues to investigate the reported event.